Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016 lay user/ patient contacted lifescan (lfs) and alleged their one touch ultramini meter had a display issue. The complaint was classified based on the customer care advocate (cca) documentation and this medical surveillance specialist listening back to the call recording. The cca was advised by the patient that at on (B)(6) 2016 at 12.30am, she meter screen was blacked out. The patient stated she manages her diabetes with other diabetes medications (metformin). The patient confirmed that she did not make any changes to her usual diabetes management regimen in response to the alleged product issue. The patient claims she developed symptoms of throwing up and headache immediately after the product issue. The patient alleged hcp treatment, at the emergency room, with a blood glucose test only, the hospital meter read 400mg/dl. The time of trouble shooting, the cca confirmed this was not the first time the product was being used, there was no misuse of the product. The cca was unable to resolved the issue. Replacement products were sent to the patient. This complaint is being reported because the patient allegedly developed symptoms suggestive of a serious injury after the alleged issue began.